Event description:
It was reported that during implantation of the devices a portion of a guide wire broke and was retained in the femoral neck. This was not noticed until the post-op x-rays were obtained in the recovery room. As a result the patient was brought back to the operating room and revision surgery was performed to exchange the femoral head device. The acetabular cup was retained.